Event description:
A customer observed the wrong patient names and sample identifications on a sample processed on an eci analyzer. No false pt results were reported. Mismatched results might lead to inappropriate physician action. There was no report of pt harm as a result of this event.